Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 280 mg/dl.